Event description:
It was reported the flex deflectable videoscope experienced image black out. The issue occurred during preparation for use in a diagnostic unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of the image blacked out was not confirmed. Based on the results of the investigation, the event was likely due to an abnormality occurring at the circuit board in the light guide connector and video connector due to a water invasion. However, a definitive root cause could not be determined. User can detect the suggested event by handling device in accordance with the following IFU: operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.